Event description:
It was reported that a linx device was explanted for unknown reasons.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: on what date did the implant take place? (B)(6) 2022 lot # 27961. Does the patient have any of the allergies to metals? No. Is the patient currently taking currently taking steroids / immunosuppressive drugs? No did the patient have any pre-existing dysphagia or other conditions (other than gerd)? She did have pre-op dysphasia was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? Yes. What was the reason for removal of the linx device? Dysphasia and dyspepsia. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/20/22. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. A manufacturing record evaluation was performed for the finished device 27961 batch number, and no non-conformances were identified.